Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). The customer stated that after 4 cycles using a closurefast catheter with the proper temperature achieved, there was an error message that the impedance was too low and device was changed. The instructions for use (IFU) was followed, a .035 guide wire was used and the lumen and was flushed prior to use. On withdrawal, it was noticed that the catheters coils melted in which all the pieces were accounted for. Tumescent was used, but no compression during procedure. The patient didn't experience any pain or discomfort; the vein did close. An investigation was performed on the closurefast catheter after it was received within a thermoform tray packaged inside a thermoform tray. A review of the manufacturing record for lot m552376 did not reveal any discrepancies relevant to the reported event. The closurefast catheter inspected was received and inserted an introducer sheath. The coil segment of the closurefast catheter was inspected and a bend was observed at approximately 4.5cm from the distal tip. The fluorinated ethylene propylene (fep) of the coil was damaged showing deformation and biological material embedded the fep. Throughout the damage fep segment, it was observed the coil was exposed and appeared to have a charred black appearance.